Manufacturer narrative:
The root cause of this event cannot be identified, since the unit was never returned to manufacturer for further analysis. However, the preliminary evaluate result is determined to be similar to the event of the MDR 3005442893-2013-00003, based on the limited information. With regard to the known possible cause, health & life company have been taking preventative action and corrective action to eliminate the root cause and recurrence. Further more, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on apr-24 and apr-30 2013, respectively. The recall action is still in process.

Event description:
The patient contacted nephron pharmaceuticals corporation regarding a product complaint of a loose washer on (B)(6) 2013, associated with the use of the ez breathe atomizer. The patient reported that a silver circular ring fell from the atomizer into his mouth while using the product. He did not experience any harm. During a follow-up phone call on (B)(6) 2013, the patient reported that the washer rolled through the mouth piece and landed on his tongue. The malfunction was reported due to the potential complications from the ingestion of a foreign. The patient is a male with a past medical history that is significant for asthma. No other information concerning concomitant drug therapy, allergies, smoking history and demographic factors were available. An adverse event was not reported in association with this product complaint.